Manufacturer narrative:
D4: serial # is unknown d4: primary unique device identifier (UDI) # is unknown the reported event was intermittent automatic suction during the procedure. Pentax medical apac performed a good faith effort to gather additional information regarding this event and received responses to its inquiries via email on 25-may-2026. No patient harm was reported. According to the user facility, the malfunction was identified during the functional check prior to use. Application of silicone oil did not resolve the issue. The suction valve was replaced. However, intermittent automatic suction continued to occur during the procedure. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 25-may-2026, pentax medical became aware of an event involving a pentax medical suction valve model of-b206, lot number unknown in china within the apac region. During an endoscopic procedure, when the suction valve of the endoscope was pressed, it did not return to its original position. Silicone oil was applied to the suction valve, but it did not return to its original position, and the continued suction resulted in insufficient air supply, causing significant delay in the puncture procedure. A pentax medical representative attended on-site and performed drying treatment of each button and lubrication with silicone oil in accordance with IFU, however the malfunction was not resolved there was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.